Event description:
A customer reported that a charging cable melted while the pump was plugged in for charging, leading to the replacement of the pump. There was no adverse impact on the customer¿s blood glucose level. The customer contacted support for assistance, which resulted in the replacement of both the pump and cable, and backup therapy via multiple daily injections (mdi) was ensured. Technical support confirmed the shipping address, provided instructions for placing the pump in storage mode, and facilitated the return of the problematic pump using a pre-paid label.